Manufacturer narrative:
The product analysis indicates that the reported intermittent issue could not be confirmed. The nim 3.0 response mainframe was received in good cosmetic condition with the most recent software version. The mainframe was put in a climate chamber for 24 hours in order to stress components. It was successfully tested and no deviations were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was working intermittently and would not detect nerve, however it passed the check using a patient simulator. There was no patient injury reported.